Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient and was not returned for evaluation; therefore a return sample evaluation was not performed. Aspiration pneumonia is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2019, patient in belgium underwent procedure for placement of percutaneous endoscopic gastrostomy with jejunal (peg-j) tube. It was reported that the peg-j tube placement was difficult due to desaturation to 79%. The patient had to stay in the recovery area for a long time with 8l oxygen. The patient was stabilized after a while and duodopa was started. On (B)(6) 2019 it was reported that the patient was still in need of 2l oxygen to maintain a saturation of 94%. The cause of this is the air used to blow up the stomach during the procedure, which causes a higher abdominal pressure and compression of the lungs. An aspiration pneumonia was confirmed by chest x ray. On (B)(6) 2019, patient was treated with antibiotic augmentin 875 mg IV. The hospitalization was prolonged, patient recovered and was discharged.